Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and functional testing were performed. The customer's reported problem was verified. During investigation the pump was inspected and powered up with 46011 error code displayed, which was different from the error code 46001 on the service traveler. According to the investigation it's possible that the error code 46001 was error in typo. Further investigation of the pump interior and found fluid ingression on microprocessor board, which could possibly cause the error code 46011. According to the investigation, the fluid ingression was the root cause of the issue. Service will replace the microprocessor board to correct the reported problem.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited error code 46001. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.